Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.211.046s, lot: 226l112, manufacturing site: werk selzach logistik, release to warehouse date: 18 september 2023, expiration date: 01 september 2033, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: 04.211.046 non-sterile lot: 7201p31 manufacturing site: werk selzach logistik release to warehouse date: 20 july 2023 supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the device reveled that the va lockscr ã¸2.7 head 2.4 self-tap l46 ta was found deformed, also it was reported that a unintended process was performed, the screw in question was inserted with a deflection. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed stripped condition of va lockscr ã¸2.7 head 2.4 self-tap l46 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to user error, and it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an unknown surgery with the va locking screw in question. When the screw in question was inserted into the third hole from the distal end of the va-dhp with a power tool, an unusual noise was heard. The image showed that the screw in question was inserted with a deflection. The sales rep guessed that the screw might interfere with another screw. The direction of the screw changed, so that the surgeon removed the screw. The screw in question was deformed, and it was replaced with a shorter screw. However, the screw hole was broken, and torque did not work. Therefore, a low-profile screw was used for surgery. The surgery was completed successfully without any surgical delay. There was no problem with implant fixation due to the use of an alternative. This report involves one 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 46mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: hrs. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1: initial reporter facility name: (B)(6) hospital. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.